Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, air was aspirated into the sheath. The sheath was replaced to continue the procedure. The patient experienced no adverse consequences.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.